Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, clamp tubing. It was reported that the patient did not want to remove the cassette to attempt to resolve the alarm with support. Per reporter residual volume was: 9.4 ml, rate 2.2 ml. And 92.60 ml was given. No adverse patient effects were reported. No additional information is available at this time.